Event description:
During a stent assisted coil embolization, as an attempt was made to deploy the ninth coil difficulties were encountered and the coil detached from the pusher wire and became stretched. Approximately 15 cm of the coil protruded from the aneurysm so the physician used a stent to secure this to the vessel wall. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. The coil was not returned as it was implanted visual inspection of the delivery wire found a kink 39.7cm from the proximal end. The inner coil was still attached to the distal end of the delivery wire indicating that the coil was not detached by electrolysis as the detachment zone was still intact. The polyethylene terephthalate (pet) was missing from most of the inner coil indicating that force was exerted on the device and the coil separated from the delivery wire at the pet junction. From the information provided there is no indication the device was used against instructions for use. The coil protrusion, stretching and subsequent breakage occurred as a result of the interaction between the coil and the coil mass. Based on the investigation and the information provided, the most probable root cause is operational context.

Manufacturer narrative:
(B)(4). Additional information was requested from the user facility. From the responses received it was determined that the patient did not have a tortuous anatomy and continuous flush was maintained.

Event description:
During a stent assisted coil embolization, as an attempt was made to deploy the ninth coil difficulties were encountered and the coil detached from the pusher wire and became stretched. Approximately 15 cm of the coil protruded from the aneurysm so the physician used a stent to secure this to the vessel wall. There was no reported clinical consequence to the patient.